Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular (rv) lead was explanted due to high pacing thresholds and dislodgement. The lead was successfully replaced with a new rv lead. The device is not expected to be return. This patient was treated with intravenous antibiotics. No additional patient effects were reported.